Event description:
It was reported that during an open anterior resection procedure, after firing the device, it was difficult to remove. Also, the staples had not formed on one side and were still open and not b-shaped. However, the doughnuts were complete. The surgeon attempted to place another stapler below the original anastomosis, but it was too low. The patient received a colostomy. The procedure was prolonged by one hour.

Manufacturer narrative:
Info anticipated, but unavailable at this time.